Manufacturer narrative:
A field service engineer (fse) evaluated the instrument and found that the wbc waste line was partially clogged attributing to the leak and normal and high control failures reported by the customer. The fse removed the clog, the instrument was verified with no further issues observed and all parameters recovering within specifications the fse performed verification of the instrument to meet the specified requirements per established service procedures. (B)(4).

Event description:
The customer reported an uncontained fluid leak approximately 1ml in volume and normal and high control failures on their coulter ac·t diff analyzer. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, gloves and eye protection at the time of the event. There was no report of injury or biohazard exposure to open wounds or mucous membranes.